Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead extraction procedure due to high pacing capture thresholds, the physician elected to explant and replaced the device due an advisory. The patient was an asymptomatic and was fine during and following the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).